Event description:
It was reported during an abdominal aortic aneurysm stenting treatment procedure, the amplatz super stiff guidewire fractured causing a laceration of the artery, requiring subsequent emergency surgical intervention. Current patient status is unknown. Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.